Manufacturer narrative:
The device was expected for return but has not been received. Attempts to obtain further information regarding the product location were unsuccessful. With all available information, boston scientific concludes that unknown factors most probably contributed to the event. Device data analysis indicates premature battery depletion. At this time, the product has not been returned for analysis, if the product is returned a supplemental report will be provided.

Event description:
It was reported that this implantable pacemaker was suspected to have premature battery depletion (pbd). Furthermore, there were differing longevity estimates given over the last six months. It was noted, the outputs are only set to trend, and there was no high-rate atrial activity observed. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended, and a replacement timeframe was discussed. The device remains in service and there is no evidence to suggest a device replacement procedure has been scheduled at this time. No adverse patient effects were reported. Received additional information the device was explanted and replaced successfully. The explanted device is expected to return for analysis. Outside of the revision, no adverse patient effects reported.

Event description:
It was reported that this implantable pacemaker was suspected to have premature battery depletion (pbd). Furthermore, there were differing longevity estimates given over the last six months. It was noted, the outputs are only set to trend, and there was no high-rate atrial activity observed. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended, and a replacement timeframe was discussed. The device remains in service and there is no evidence to suggest a device replacement procedure has been scheduled at this time. No adverse patient effects were reported. Received additional information the device was explanted and replaced successfully. The explanted device is expected to return for analysis. Outside of the revision, no adverse patient effects reported.

Event description:
It was reported that this implantable pacemaker was suspected to have premature battery depletion (pbd). Furthermore, there were differing longevity estimates given over the last six months. It was noted, the outputs are only set to trend, and there was no high-rate atrial activity observed. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended, and a replacement timeframe was discussed. The device remains in service and there is no evidence to suggest a device replacement procedure has been scheduled at this time. No adverse patient effects were reported.